Event description:
Per the clinic, the patient developed skin dehiscence over the incision site following implantation. The surgeon reported that the surgical site initially appeared well postoperatively; however, approximately one week later, localized inflammation developed. The patient was prescribed oral antibiotics (specific dates and duration not reported), but discontinued use due to intolerance and subsequently applied an over-the-counter topical product not recommended by the surgeon. The condition progressed to skin breakdown, and an infection developed behind the pinna, directly over the transducer, resulting in extrusion of the device. As a result, the device was explanted on (B)(6) 2026.

Manufacturer narrative:
Per the clinic, the patient was treated with several topical antibiotics and followed by IV antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.